Event description:
It was reported that during a da vinci-assisted thoracic mediastinal mass resection surgical procedure, the customer reported to technical service engineer (tse) that an inverted orientation with 30° endoscope was observed. The customer reseated the endoscope on the sterile adapter (sa); however, the issue persisted. Tse confirmed there were no errors in the system logs. Tse guided to remove the endoscope from the sa and the endoscope controller (ec) and, press one clutch button on the universal surgical manipulator (usm) arm 2 prior to reinstalling the endoscope which resolved the event issue. Tse reminded that the guided tool change was cancelled once they pressed the clutch button. The endoscope orientation was fixed. The procedure was converted to open surgery.

Manufacturer narrative:
No device has been returned to intuitive for failure analysis. The reported event was addressed with phone support. The technical support engineer (tse) instructed the site to remove the endoscope from the sterile adapter (sa) and from the endoscope controller (ec) and press the clutch button on arm 2 to cancel the guided tool change (gtc) function and to then reinstall to the ec; following this action, the issue was resolved, and normal functionality was restored. The system was working properly, and no additional action was required as the issue was resolved. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.